Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the faulty patient board was likely due to a failure of the operational amplifier. A design change has since been made to prevent this malfunction from reoccurring.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the reported issue was confirmed. The device was found not recognizing the 180 and 190 scopes due to a faulty patient board causing no image. The device in addition, was found with old software version that needs to be replaced. The device was placed for repair. Based on evaluation findings, the reported issue was identified to be attributed to a faulty patient board and was attributed to electronic component failure. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use for a therapeutic procedure the device exhibited no image and was not recognizing the 180 or 160 scopes. The intended procedure was completed with a delay however there was no patient harm or impact reported. This device was not used to complete the procedure. The serial number of the device used to complete the procedure was not provided. Other devices used with this device were the clv-190 and tjf-180vf. No further details provided. No patient or user injury reported.